Event description:
On 21st december, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was partially lifted on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site name: (B)(6). Event site telephone: (B)(4). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 21st december, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was partially lifted on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the further information provided by getinge technician this failure is covered by a field action, so it must not be considered as a customer product complant. For that reason this complaint has to be cancelled.

Manufacturer narrative:
The initial reporter was electromedicine service. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st december, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was partially lifted on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 21st december, 2023 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the paint was partially lifted on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the further information provided by getinge technician this failure is covered by a field action, so it must not be considered as a customer product complant. For that reason this complaint has to be cancelled.